Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left external iliac artery(eia). A 4.0 x 20 75cm mustang catheter balloon was advanced for pre-dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.